Event description:
During an MRI scan, it was reported that a pt over-infusion occurred. The infusion was running at approximately 20 ml/hr. The pt was receiving heparin at this time. When the MRI scan was completed, the nurses went to remove the pt from the MRI, and they observed the infusant bag was empty. At the time of the event, the 1056 standard infusion set was used with the pump, but this had been discarded following the event. The pt was treated following the event to prevent any injury. No pt injury resulted from this event.

Manufacturer narrative:
The hospital's examination of the pump determined the 3860 pump operated normally, and could not duplicate the event. Iradimed corporation also examined the pump and sample infusion sets at our facility, and no problem was identified that could have caused this event. The infusion set used at the time of the event was discarded by the hospital, and therefore was not available for examination or testing. The examination of the pump's history/event log did not identify any action that can account for the event. From the information available, a possible cause of this report was the incorrect positioning of the infusion set in the pump by the user. The proper method of installation is described in the operator's manual. The instructions warn that stretching the tubing, or mis-positioning the tubing can result in free-flow conditions. From the description of the experience of the nurse users, the nurse manager did not believe it was likely to be user error, but from the available information, it is the more likely cause of the event. It was agreed with the nurse manager that iradimed corporation would provide additional in-service training for her staff to review the infusion set installation and operation. This training is planned to be completed within the next 30 days.